Manufacturer narrative:
The insulin pump received with protruded drive support disk and scratched display window. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted.

Event description:
It was reported that the insulin pump is stuck in the prime loop. The blood glucose reading is 88 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.